Event description:
Patient had a left primary hip surgery on (B)(6) 2014. As of (B)(6) 2015 patient is seeing a wound specialist as her wound has yet to close.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-50d, primary tritanium hemi cluster hole cup 50mm, lot code: mnkvlt. Cat. No.: 6721-0330, size 3 accolade ii 127 deg, lot code: 44955003. Cat. No.: 6260-9-132, 32mm std lfit v40 head, lot code: 44110703. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding a recall query involving a trident liner was reported. Conclusion: upon further communication with the patient, she stated that wound closure is not related to hip implants as per her wound specialist, they only wanted to know if devices were recalled or not. The patient¿s implants are not subject to a recall. Furthermore, the complaint was solely submitted by the patient regarding recall concerns and no device issues were reported. No further investigation is required at this time as no device failure modes or patient harms were identified in the reported event.

Event description:
Patient had a left primary hip surgery on (B)(6) 2014. As of (B)(6) 2015 patient is seeing a wound specialist as her wound has yet to close. Update: upon further communication with the patient, she stated that wound closure is not related to hip implants as per her wound specialist.